Event description:
It was reported that during surgery, the pulsavac encountered a flow issue. During product evaluation and visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There was no harm to a patient or operator but a few minutes delay did occur. Diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Therefore, a lab battery was used for testing. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. During functional testing the device would not power on. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: china.